Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 5.1 cm diameter abdominal aortic aneurysm. It was noted that the left common iliac artery (cia) had severe tortuosity and the entire circumference was calcified. Diameters of the left and right cia were 10mm and 13mm respectively. Lengths of the left and right cia were 25mm and 21mm respectively. It was reported that a post-operative follow up was carried out and confirmed a type ib endoleak. The left common iliac artery (cia) had severe tortuosity and the stent had insufficient adherence to the vessel wall, which caused the leak and led to enlargement of aneurysm. Additional treatment was performed. After left internal iliac artery (iia) was intentionally occluded with a coil, another manufacturer¿s device was implanted to extend to the external iliac artery (eia). An angiography was carried out and a leak was confirmed from the nearby endurant contralateral limb. Then, another manufacturer¿s device was added to be lined the endurant device. A leak remained near the ipsilateral limb of main body, so another manufacturer¿s device was implanted to be lined with the ipsilateral limb of main body as well as contralateral limb. A final angiography was carried out and the type ib endoleak was confirmed to be resolved. However, a leak with an unknown cause remained. The physician stated that the stent graft did not fit with the vessel wall which had its entire circumference calcified. It was again noted that after additional treatment, a leak with an unknown cause remained. No clinical sequelae were reported and the patient is fine. Additional information received reported that the unknown endoleak still remained. It was noted that the endoleak was seen around the flow divider.

Event description:
Review of returned cta¿s 7 months post-implant revealed that the bifurcate was positioned just below the lowest left renal artery. The ipsi limb was placed distally into the right common iliac artery. The contra limb was positioned within the left common iliac artery, where a likely distal type I endoleak was seen. The contrast from the distal type I appeared to connect with a small stream of contrast seen just below the level of the flow divider, which appeared to be coming from the ipsilateral limb. This endoleak near the flow divider is uncertain, but appears more likely to be a type iii fabric. The cause could not be determined. The distal contra limb od measured 13mm and the left common iliac artery ID was approximately 15mm. The left common iliac artery was also calcified, and the left external iliac artery was tortuous. The max aaa diameter was 5.8cm and both limbs were patent. The cause of the distal type I endoleak is uncertain, but may be from to an inadequate distal seal due to iliac artery dilatation and vessel calcification. The cause of the endoleak seen near the flow divider is unknown. Earlier follow-up images were not provided, and images during and post-intervention were also not available for review.

Manufacturer narrative:
(B)(4).

Event description:
Review of cta¿s from 19 months post-implant 7 days after the recent intervention, confirmed that the bifurcate was positioned approximately 5mm below the lowest left renal artery. The left/contra limb has been extended into the left external iliac artery since the previous study. No clear endoleak was observed. The previously seen distal type I endoleak had resolved and the type iii fabric endoleak previously seen as well as currently reported near the flow divider could not be verified. The max aaa diameter is currently 5.9cm (a-p) and both limbs are patent. Images near the flow divider with and without contrast, both show areas of calcification but no clear endoleak could be visualized. The cause of the type iii fabric endoleak near the flow divider could not be determined. The intervention which relined both the contra and ipsi limb may have resolved the previously seen endoleak near the flow divider; however, the films provided did not conclusively show this currently reported type iii fabric endoleak.